Manufacturer narrative:
G.5: PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458,k123266 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 17 of 17. It was reported that while using the bd phoenix panel nmic-306, the customer received a resistant carbapenem result with e.coli. When tested manually with kirby-bauer, a sensitive result was obtained and was also sensitive upon repeat on the phoenix instrument. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-may-2024. Investigation summary: this complaint is for high mic for carbapenems with escherichia coli, klebsiella pneumoniae and proteus mirabilis when using phoenix panel nmic-306 (catalog number 449292) batch number 4023035. The customer did not provide isolates or phoenix generated lab reports but provided binary files and panel returns for the investigation. To investigate, two customer returned panels each of the complaint batch were inoculated with in house isolates e. Coli enf 10998, k. Pneumoniae enf 10997 and p. Mirabilis enf 10926 then placed in a phoenix m50 for carbapenem mic results. In addition, one control panel each from the same material but different batch were inoculated with in house isolates e. Coli enf 10998, k. Pneumoniae enf 10997 and p. Mirabilis enf 10926 then placed in a phoenix m50 for carbapenem mic results. Results of the investigation returned all panels with the expected mic for carbapenems. This complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
Report 17 of 17. It was reported that while using the bd phoenix panel nmic-306, the customer received a resistant carbapenem result with e. Coli. When tested manually with kirby-bauer, a sensitive result was obtained and was also sensitive upon repeat on the phoenix instrument. There was no health impact or consequences reported.